Manufacturer narrative:
Insulin pump passed the displacement, rewind, prime/compromised force sensor system, basic occlusion and occlusion test. Drive support disk was inspected and no anomaly was noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, slightly cracked end cap and minor scratched lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged with a crack near the drive support cap. The customer¿s blood glucose level was 325 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis.